Event description:
It was reported the product packaging for the qdot micro catheter arrived damaged to the account. The caller reported that the "long box was bent in-half," the product packaging is ripped, and the middle of the product package appears to have been "crushed." The customer's reported damaged packaging issue was not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 29-oct-2024, additional information was received indicating that the plastic bag/sterile pouch inside the white box was found open compromising the product sterility. As such, based on the new information received, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the rocker arm of the device was detached from the handle; however, welding residues were observed. No other damage or anomalies were observed. The packaging was not returned for further analysis; however, according to the provided pictures by the customer, the qdot package was received with several stress marks. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since stress marks were observed in the packaging of the device, the package damage issue reported by the customer was confirmed. The potential cause of the stress condition and rocker arm could be related to the handling of the device during the shipping process; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: do not use if package is damaged. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).